Event description:
Patient's husband called in to report that a pen needle broke off in his husband's arm and that he had to have surgery 3 weeks ago to remove it. Claims surgery was performed, but nothing was located. Complainant has refused to send us any of the product he has left, nor the alleged pen needle hub with the broke off needle. He says he is not going to provide any medical details. We are sending a self addressed, self stamped medical questionnaire in case he changes his mind. If any additional information is provided, this will be updated. At the very least the batch file will be reviewed, and retains tested. Once that is completed, the results will be added. All of the information obtained has been provided by patient's husband, not the patient himself.